Manufacturer narrative:
(B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that when the skin was inserted into the meshgraft, the meshgraft wasn't cutting the skin optimally. Some areas of the skin was comprised and it was reported that it "seems as the sides are loosed". There were no reported bends only that screws on the sides seemed loose. The meshgraft is approximately 30 years old. No patient information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the device was broken. On (B)(6) 2018, it was clarified that the skin was inserted into the meshgraft, the device was not cutting the skin optimally. Some areas of the skin was comprised and it was reported that it 'seems as the sides were loose.' There were no reported bents, only that the screws on the side were loose. The device is approximately 30 years old. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured previous to may 2009 where it was identified a robust DHR indexing and handling process was not in place . A corrective and preventative action was implemented a serial number log book to correct this issue. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. Product review of the meshgraft ii by zimmer biomet surgical was not performed due to the device never being registered as returned at any zimmer biomet surgical repair centers at the time of this investigation. Repair of the meshgraft ii was not performed by zimmer biomet surgical due to the device never being registered as returned at any zimmer biomet surgical repair centers at the time of this investigations. The reported event 'the device was broken. On (B)(6) 2018, it was clarified that the skin was inserted into the meshgraft, the device was not cutting the skin optimally. Some areas of the skin was comprised and it was reported that it' seems as the sides were loose' was non-verifiable since the device has not been registered as returned at any zimmer biomet surgical repair center at the time of this investigation. The root cause of the device being broken, not cutting and loose side could not be determined with the provided information since the device was not returned for any zimmer biomet surgical return center at the time of this investigation. Based on the information that was provided the root cause of the reported event could not be specifically determined. Meshgraft ii, serial number (B)(4), was repaired, tested and returned to the customer. Device not returned.

Event description:
No additional event information was received.